Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was inserting the concorde bullet cage in between vertebra body with mallet knocked on the top notch of cage inserter several times until it flushed. However, when surgeon detached the inserter from the cage and he founds out the cage was broke into half inside patient body. The cage was unable to take out as it was difficult.